Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing dilaudid (hydromorphone) for intractable spasticity. It was reported that the patient was in the intensive care unit (ICU) and the pump needs to be turned off. Caller stated that patient was somnolent but responded to narcan. Additional information from a healthcare provider indicated that the managing physician increased the dosage, resulting in an overdose. The patient was treated with narcan. The provider stated that the cause of the symptoms was unknown, and it remains unclear whether there was any issue with the pump. A company representative deactivated the pump; however, no troubleshooting or diagnostic testing was performed. The patient was stable on (B)(6) 2026, discharged home, and is currently doing well. No further information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.